Event description:
The doctor reported the implant was removed due to insufficient primary stability approximately one week after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. The doctor reported that the patient had pain during the implant removal surgery. The patient has since recovered.